Event description:
A physician reported that following microstent implant procedure, the patient intraocular pressure (iop) was at 3 and patient had choroidal detachment. The physician thought that microstent was placed too posteriorly. Additional information has been received and stated that patient also had headache and blurry vision and the symptoms were improving. The surgeon as considering the explant of the microstent device. Additional information has been received and stated that iop symmetric 12 mmhg od by tonopen. Tr-1+ pigmented anterior chamber cell without hyphema. No choroidals visualized on exam nor enhanced depth imaging optical coherence tomography (edi-oct).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the investigation site for evaluation for the report of iop is 3 and patient had choroidal detachment, company stent was placed too posteriorly; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).